Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: cd3257-40 ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular lead had dislodged and had high thresholds. The right atrial lead was noted to have lost all of its slack but the thresholds had increased. The leads were removed. During the left ventricular lead removal procedure, the right ventricular lead coil became damaged. All three leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.